Manufacturer narrative:
The investigation is still in progress. Concomitant bwi products: product: carto® 3 system, us catalog # fg540000, serial # (B)(4). Product: coolflow® irrigation pump: us catalog # cfp002, serial # unknown. (B)(4) are related to the same event. (B)(4).

Event description:
During an atrial fibrillation procedure, it was reported that the patient developed an esophageal perforation. On (B)(4), received additional information requested from bwi representative stating that the extent of the damage remains unknown. The patient was hospitalized and due to the condition, monitored. The physician¿s opinion regarding the causality of this event was possible procedure related.

Manufacturer narrative:
(B)(4). During an atrial fibrillation procedure, it was reported that the patient developed an esophageal perforation. The customer did not report any malfunction of the system and no service was requested for this system. The device history records was reviewed and there were not any discrepancies noted. The system met all specifications upon its release. The customer complaint was not confirmed.